Event description:
It was reported to philips that the system gave an alert indicating "boot error". The user had to press f1 to continue booting. No harm was reported to philips. Philips has started an investigation of this complaint.